Event description:
During a total gastrectomy procedure, there was malformed stpales on one side of the staple line. The case was completed by hand suturing. There were no adverse consequences to the pt.